Event description:
It was reported that the user, newly started on ilet, became frustrated after difficulty reaching support and disconnected the pump, paused insulin, and self-administered 64 units of subcutaneous insulin by pen, then later sought to reconnect while declining to replace a recently changed infusion set; the event involved low insulin volume, cartridge replacement, connector change, priming for drops, site reconnection with cannula fill, and related issues with proper procedure, with the relevant device component being the cannula. Symptoms included hyperglycemia prior to pen insulin. Outcomes included an unexpected medical intervention requiring medication and characterization of the event as a serious injury or illness. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.